Manufacturer narrative:
Evaluation summary: no devices or photos were received; therefore the condition of the components is unk. The original and revision surgical notes show that proper surgical technique was followed. No x-rays were provided, therefore fit and orientation could not be evaluated. Pt factors that may affect the performance of the components such as bone quality, activity level or type of activity (low impact vs. High impact) are unk. A definitive root cause cannot be determined with the information provided. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications.

Event description:
It is reported that the pt underwent a revision and radical debridment due to infection.